Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. The lens was returned positioned incorrectly in the lens case inside the lens carton. Solution was dried on the lens. One haptic was bent in the gusset area, with the gusset edge torn and split (still attached). The other haptic was bent in the gusset area. Product history records were reviewed and documentation indicated the product met release criteria. The customer response indicated that a non-qualified viscoelastic was used to fill the cartridge. The cartridge and handpiece information was not provided. The reported lens damage was observed. The root cause may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was used with an unspecified cartridge and handpiece combination. The IFU instructs: company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic nurse reported that during cataract surgery with intraocular lens (iol) implantation, there was mark observed on lens and the haptic was twisted. There was patient contact but no patient harm. The surgery was completed using a backup lens. Additional information was requested and received. The patient was discharged after the new lens was inserted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).